Manufacturer narrative:
This is a correction of evaluation method/result/conclusion/component codes.

Event description:
Philips received a complaint on the dfm100 indicating that the device showed "pads/paddles type unknown" during the self-test, customer repeatedly re-seated the paddles and pads but the problem still existed. There was no patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6) . Reporting institution phone: (B)(6) reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.